Event description:
(B) (6) it was reported that following a coronary artery stenting procedure, the patient experienced acute coronary syndrome. The target lesion was located in the distal left circumflex, with 90% stenosis and was 11 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.5 x 16 mm taxus liberte study stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 1786 days after the index procedure, the patient was admitted with acute coronary syndrome. The site reported that the patient had a non-tvr. Additional information has been requested, but has not been received. It was further reported that 1786 days after the index procedure, the patient was admitted with angina and for a planned pci for three vessel disease. The distal lcx (non target lesion) was treated with placement of a 2.5 x 15 mm non bsc stent with 0% residual stenosis. Five other non target lesions were treated during this intervention. The proximal lcx was treated with placement of a 2.5 x 18 mm non bsc stent with 0% residual stenosis; the proximal lad was treated with balloon angioplasty and placement of a 2.5 x 23 mm non bsc stent with 0% residual stenosis; the proximal rca was treated with placement of a 3.0 x 23 mm non bsc stent with 0% residual stenosis; the mid rca was treated with placement of a 2.5 x 18 mm non bsc stent with 0% residual stenosis. The distal rca was treated with placement of a 2.5 x 15 mm non bsc stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced acute coronary syndrome. The target lesion was located in the distal left circumflex, with 90% stenosis and was 11 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.5 x 16 mm taxus liberte study stent with 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 1786 days after the index procedure, the pt was admitted with acute coronary syndrome. The site reported that the pt had a non-tvr. Additional info has been requested, but has not been received.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was further reported that the site determined the patient's acute coronary syndrome and tvr is unrelated to the device.

Manufacturer narrative:
(B)(4).